Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma® xc in 1.0 cc in mid/lateral cheeks and 0.2 cc in pyriform, juvéderm® volbella® xc in 0.6 cc in lips, and juvéderm® volux¿ xc in unknown about of cc in gonial angle/ramus and 1.00 cc in chin. Approximately two weeks later, patient presented with "lumps in the lips". Two weeks later, patient experienced "inflammation, nodules, redness, erythema" at all injections sites. The next day, patient woke up with painful nodules which were warm, red and painful to touch. Patient additionally reported "knee pain, swelling and warmth". The next day, patient was treated with prednisone therapy 40mg po qday for 10 days which resolved knee symptoms. Patient reported worsening of injection site symptoms. Five days later, patient was treated with meloxicam 15mg po qday for 7 days and hyaluronidase 150 units were injected into the lips. Four days later, hcp treated patient with second hyaluronidase 150 units were injected into the lips. Another four days later, hcp treated patient with third hyaluronidase 150 units were injected into the lips and doxycycline 100mg po qday for 30 days. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-33081) and (B)(6) (emdr-33082). This emdr is being submitted for the suspect product, juvéderm® voluma® xc

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with an unspecified juvéderm filler. Hcp states the patient is experiencing "inflammation, noduling, redness, and erythema" around the injection sites. Symptoms are ongoing.